Event description:
The customer's spouse reported that the customer's insulin pump was turning on and off by itself. The customer explained that the insulin pump was going through batteries fast and that he had to change the battery once a week. The customer's blood glucose was between 200 mg/dl and 300 mg/dl. The customer's spouse declined troubleshooting at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that their insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.